Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light cord was on a pouch not using and the item turn on by self burning drape and patient. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: per rep light cord was on a pouch not using and the item turn on by self burning drape and patient. Does not know more details. Delay 5 mins. Complainant not aware regarding the severity of the burn. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s: the adapter was left attached on the safe light cable without an endoscope attached. IFU warnings: user guide, l11 led light source with advanced imaging modality. 10.do not use the device in the presence of flammable anesthetic gases. 11.avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire. IFU p, en-5. 8. The surface temperature near the scope adapter and at the tip of the endoscope can exceed 41°c if the light source is operated at high levels of brightness for extended periods of time. The heated endoscope and adapter can cause burns to the patient, user, or combustible materials. 9. Do not leave a safelight¿ adapter attached to the cable without an endoscope attached: light can continue to emit from the adapter, which can generate heat that can cause burns or fires if allowed to come into contact with the patient, user, or combustible materials. Laser radiation or high-intensity light can continue to emit from the user guide p,5. 6. Test the device function prior to use. If there is any sign of malfunction, the device should not be used and returned to stryker for repair evaluation. 7. Do not abuse, pull, stretch, kink, puncture, or otherwise alter the cable. Doing so will cause irreversible damage to the glass optical fibers, which will impair light transmission through the cable. 8. The surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c. If the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials. 9. When operating the light source, never look into the following apertures or direct the light. Emitted from the apertures toward another person: the light cable connection on the light source (if the cable is not attached), the end of the light cable (or scope adapter), the scope tip. 10.never use this equipment. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cord was on a pouch not using and the item turn on by self burning drape and patient. Therefore, there was a thermal event.